Manufacturer narrative:
(B)(4). The reported high impedance was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. The device was suspected to be the source of the high impedance issue, and it was explanted and replaced. The patient was stable post procedure.